Event description:
While following up for an unrelated alarm, baxter was informed that the patient was in the hospital with peritonitis and had been there since (B)(6) 2011. No further information was available at this time.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd882639, gd884437 and gd885301) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. A trend review was conducted and similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should additional information become available a follow-up will be submitted.